Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an open pressure sore underneath the vibration box on the patient's spine at a bony area that protruded out. The patient was bedridden for two weeks. In addition, there was an open sore reported under the front electrode as well. Follow up indicated that the wound care nurse was treating the area and it was improving. The patient was also no longer bedridden.